Event description:
Customer called to complain of high results with the standard strip test. Meter read 111 with a range of 77-103. The device was replaced and the defective one was returned for investigation.